Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test. The customer reported a blood glucose value of 16 mmol/l. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer stated that the cause of the event was that while playing golf, they attempted to put in a new battery but were informed that it had failed. The event involved product(s) mmt-1885. The customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartments. The customer continued to receive battery failed alarms after inserting new batteries, restarting the pump, and using a replacement batt cap. Advised customer that pump will be replaced. The customer reported high blood glucose. The customer does not feel ok to troubleshoot. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device would be returned.

Manufacturer narrative:
Unit self-test. Active current measurement within specifications. However, unit received with high sleep current measurement due to moisture damage on electrical assembly. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long traces download confirm failed battery alarm on (B)(6) 2024, 13; 47:36:000 pm and power loss alarm (B)(6) 2024 12:46:00:000 pm due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with cracked battery tube threads, fading serial number label and cracked case near belt clip rails. Unit was confirmed for failed battery alarm and pump loss alarm anomalies due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.